Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung lobectomy, the staples cannot fire and the clip applier had issues experienced with loading or firing of the clips. The clip applied didn¿t formation normally. To resolve the issue, the device was changed.